Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
A patient reported that their family purchased over 10 boxes of 0.23*4mm micro-fine from an online store (store name not provided). The patient visually examined that the needles appeared to be longer than 4mm, causing pain during injection and occasional bleeding. The patient has been using needles for 2-3 years, with injection sites on the abdomen and thighs, and no subcutaneous nodules were observed. The patient reused needles, call center has informed the patient that the needles are for single use and the problems of reusing needles. Call center already tried to get product information from the patient, but the patient said it wasn't a big deal and didn't have time to look into it. The patient hung up the phone. The patient did not provide the material code, lot number and number of affected items. No photos, no samples, no customer response is needed. Sample availability: no sample availability details: no sample available.